Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 3. On 2024-09-23, fracture of the implant was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.